Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer had bent cannulas. The blood glucose at the time of the event was over 800 mg/dl. Caller stated that infusion set was not inserted into the body and caused high blood glucose. Diagnosed diabetic ketoacidosis. Hospital treated with insulin drip. Customer was admitted into ICU for two days. Nothing further reported.